Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause alert. No changes or intervention was reported. There were no patient consequences.